Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. Fse replaced the universal surgical manipulator 3 (usm3) and tested it with no further issues found. The system was tested and verified as ready for use. Isi received the unit involved with this complaint and completed the device evaluation. The unit was returned for failure analysis, but the reported failure could not be confirmed via error logs as no error code was triggered or replicated. The unit was tested on an in-house system and passed normal. The unit was also tested on a fixture test platform (pftp) and passed chip encoder virtual absolute (cva) characterization, lissajous, sine cycle, and friction tests. The carriage rotors, gearboxes and top plate will be replaced as a precaution. The gears and rotors shims, springs and the presence pins screws will also be replaced to accommodate the installation of the new parts. As of 14-nov-2022, a review of the site's complaint history identified one additional complaint, patient identifier (B)(6) is a related record of this complaint, patient identifier (B)(6). An event verification confirmed that the benign hysterectomy procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Images associated with this reported event were not submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: a universal surgical manipulator (usm) was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion. If additional information becomes available a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the universal surgical manipulator 3 (usm3) was locking up. The customer power cycled the system, as the issue occurred approximately 15 minutes into the procedure. Customer further stated that they checked the drape and even installed another instrument, but the surgeon was unable to control. The instrument was then moved over to usm4, and the case was completed robotically with no patient injury. This complaint record has been generated to capture the first occurrence of the same reported issue. The second occurrence is captured under the related record (B)(4). The onsite service performed by the field service engineer (fse) as well as complaint investigation will be documented on fso (B)(4) under the related (B)(4). On 15-nov-2022, additional information was obtained from the customer regarding the case: the system was inspected prior to use and no issues were noted. The surgeon discontinued the usm3 and docked the usm4 for use to continue the procedure. The case was completed with usm's 1, 2, and 4. There was no patient injury due to this issue.